Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a wearable failure. At the time of the failure, the patient did not have a blood glucose meter available to verify glucose readings and was unable to recall the last cgm value prior to the sensor failure. Subsequently, the patient experienced vomiting, prompting a visit to the emergency room (ER). Upon arrival at the ER, the cgm continued to display a ¿sensor failed¿ alert. A fingerstick glucose was taken, and the blood glucose reading was 55 mg/dl. The patient was treated with intravenous fluids, zofran, and an antibiotic; however, she was unable to recall the specific dosages administered. The patient remained in the ER for a couple of hours and reported feeling better upon discharge. At the time of the report the patient was stable. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be missing sample failure via data. No additional patient or event information is available.